Event description:
Boston scientific received information that an out of range pacing impedance measurement was detected on the right ventricular lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.